Event description:
Pt underwent a suboccipital craniectomy and c1 laminectomy with dural patch graft in 2003. Pt was discharged six days later. Pt returned to e.d. The next day with complaint of worsened headache and fever. Readmitted post-op meningitis. Returned to or two days later. Revision of suboccipital craniectomy for I&o with placement of evd catheter. Dural graft removed at that time.